Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The device was replaced with a 1.5mm non-bsc balloon catheter and the procedure was completed with a different device. There were no patient complications reported.